Event description:
It was reported that the issue occurred during a robotic laparoscopic hysterectomy, debulking of a pelvic tumor, and desperinotization while in the lymphadenectomy phase of the procedure. The arm threw a non-recoverable error and the bipolar maryland forceps attached to the arm had to be removed as a broken instrument. Directly after removing the instrument, the entire system threw a non-recoverable error from the tower stating "system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use." All instruments at this point were greyed out on the surgeon console and could not be operated as a result of the non-recoverable error. The instruments were all individually undocked from the port latch and the system was turned completely off and back on again, which resolved the issue. The procedure later had to be performed with three arms due to continued arm errors on the same faulty arm. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d10; additional information: h10 h3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported tower 120v. Two images were received for evaluation. Both images depicted the operating room team interactive screen of the tower. An error message stating, "warning system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use." Could be seen on the screen in both images. In one of the images, the procedure identification number and the greyed out instruments and endoscope could also be seen on the screen. Evaluation of the logs indicated that a potentiometer issue occurred on arm cart assembly 1 that caused the system reset counter to increment, while the error counter did not. This caused an error code for 'main system computer error counting' to occur. The error code is considered non-recoverable and reports an error message stating, "warning: system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use.". This would require the whole system to be restarted in order to continue with tele-operation. Evaluation of the tower 120v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a software issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue occurred during a robotic laparoscopic hysterectomy, debulking of a pelvic tumor, and desperinotization while in the lymphadenectomy phase of the procedure. The arm threw a non-recoverable error and the bipolar maryland forceps attached to the arm had to be removed as a broken instrument. Directly after removing the instrument, the entire system threw a non-recoverable error from the tower stating "system non-recoverable error; surgeon control disabled. Use bedside control to withdraw instruments and discontinue system use." All instruments at this point were greyed out on the surgeon console and could not be operated as a result of the non-recoverable error. The instruments were all individually undocked from the port latch and the system was turned completely off and back on again, which resolved the issue. The procedure later had to be performed with three arms due to continued arm errors on the same faulty arm. There was no patient injury.